Event description:
Report received from the USA stating that the device had a worn hose. It is unknown if the device was being used during surgery. It is unk if there was any injury or medical intervention occurred. No additional info provided. The date of event was unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found to have a worn hose. If additional info becomes available a supplemental report will be submitted. (B)(4).